Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a loose drive support cap on the insulin pump. Customer was sent a replacement cap, but stated that there is a burn mark on the label. Customer was advised that the pump will be replaced due to the drive support cap missing. No additional information provided.